Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she delivered boluses but did not believe they were delivered since her blood glucose kept rising. Her blood glucose at the time of incident was 493 mg/dl. She felt tired and unwell, and treated with a pump bolus and a manual insulin injection to bring her blood glucose down to 279 mg/dl. Troubleshooting was initiated for the high blood glucose. The pump and its treatment components appeared functional, and there was not a no delivery alarm found in the pump alarm history. However, the customer did not have a tubing clamp available to perform the high pressure test. The customer was advised to change her entire infusion set, reservoir and insulin and treat per health care provider's instructions. No products were returned and a replacement infusion set, reservoir, and tubing clamp were shipped to the customer.